Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device showed non-sustained ventricular tachycardia in its memory as well as oversensing on the right ventricular lead. No other anomalies were noted. The lead was abandoned and a new lead was implanted. The patient is in stable condition.